Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured dissecting hematoma of a 27 mm diameter thoracic aneurysm in zone 3. The diameter of the proximal aortic neck was 22 mm and length was 80 mm with parallel sides. The diameter of the distal neck was 27 mm and length was 150 mm. It was reported that a CT with contrast approximately 20 days post implant showed the maximum aneurysm/dissection diameter was 31 mm in diameter and there was a localized dissection at the inferior level of the stent graft without any therapeutic change. The investigator assessed this as device related and not procedure related. A diagnostic procedure was done and the event is continuing. It was also reported that the patient had a groin infection. The investigator assessed this as procedure related and not device related. The patient was given antibiotics and a surgical drainage of the infection was done. This event resolved. No additional clinical sequelae were reported.

Event description:
Additional information received. It was reported that the cause of the dissection was due to the weakened aortic wall due to the dissecting hematoma in association with the mechanical stress exerted by the prosthesis.

Manufacturer narrative:
(B)(4).